Event description:
As reported by the territory manager, during the transcatheter aortic valve replacement (tavr) procedure there was a perforation of the left ventricle with the guidewire which led to cardiac tamponade. A pericardiocentesis was performed and the apex was surgically repaired. Per the report, during the case, the patient suddenly began to decompensate and was placed on cardiopulmonary bypass (cpb). Within seconds it was realized the left ventricle had been perforated with the support guidewire and the patient was in cardiac tamponade. Pericardiocentesis was performed. Given the patient's advanced age, tiny and friable left ventricle and frail condition, the team was not comfortable with the "wait and see" approach thus a decision was made to open the chest and suture the apex. The patient was then taken off cpb, was in stable condition, the valve position and function were confirmed, and the patient was taken to the intensive care unit. Six hours post tavr the patient had been extubated and was doing well. Additional information received from the edwards territory manager indicates the patient is alive and doing well; there were no brain or heart issues. The patient began to decompensate at the end of the procedure at the point when the guidewire was removed. The consensus was that the butt-weld on the wire, the part of the wire where two metals are fused, created some sort of a sharp point that eroded through the myocardium.

Manufacturer narrative:
The serial and/or lot number for the delivery device was not provided. Thus a device history record (DHR) review of the effected device could not be performed. Per the territory manager, none of edwards's devices malfunctioned. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and the use of anesthesia include but are not limited to cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention. In this case, there was no allegation of an edward's device malfunction contributing or causing this event. It is likely that patient and procedural factors contributed/caused the ventricular perforation. The report received indicated the support guidewire created a sharp point eroded through the myocardium. In addition, the patient was elderly with a left ventricle that was described as tiny and friable. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.